Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. The device was not returned and no photos were provided, so an evaluation is unable to be performed. This event likely cannot be attributed to manufacturing or design related issues. The complaint is unrefuted for mobi-c implant for the failure of disassembly. The investigation findings do not lead to a clear conclusion about the cause of the reported event. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant disassembled from the cartridge during implantation. Reassembly was not possible and the implant was discarded. A new implant was used to complete the surgery and there was no patient impact; however, there was a 5-10 minute delay to look at why implant fell apart and then open and load new implant.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant disassembled from the cartridge during implantation. Reassembly was not possible and the implant was discarded. A new implant was used to complete the surgery and there was no patient impact; however, there was a 5-10 minute delay to look at why implant fell apart and then open and load new implant.